Manufacturer narrative:
The reported complaints of intermittent tcmid: 05 (coolant diif failure) and tcmid: 07 (coolant temp high) messages with the thermogard xp ivtm system (B)(4), were confirmed during review of the retrieved event log. Multiple tcmid: 05 and tcmid: 07 were recorded on the event date. However, the issue was not reproduced during functional testing. The console passed testing with no faults/errors found. To prevent a probability of any issue from reoccurring, the temperature sensor was replaced. Additionally, the damaged and missing parts (unrelated to the issue) observed during visual inspection were replaced. The thermogard xp ivtm system is a reusable device and was manufactured in 2011 and it has exceeded its service life of three years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with (B)(4).

Event description:
As reported, the thermogard xp ivtm system (B)(4) intermittently displayed a tcmid: 05 (coolant diif failure) and tcmid: 07 (coolant temp high) messages upon initial power up. According to the reporter, another thermogard xp ivtm system was used to begin patient's temperature management therapy. There was no patient consequences reported.